Event description:
The customer reported that the end of the flat/therapy top on the patient support doesn't feel secure after the patient support caught the end of a trolley when unloading a patient and some lugs snapped off the flat/therapy top opposite end of the patient support. There was no report of harm to a patient, operator or bystander. Philips service offered to replace the patient support, but the customer declined and decided to repair the patient support themselves.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). In this case, the customer reported that the end of the flat/therapy top on the patient support didn¿t feel secure after the patient support caught the end of a trolley when unloading a patient. This caused some lugs to snap off the flat/therapy top on the opposite end of the patient support. The customer had secured the broken end of the table with tape, which weakened the support and did not allow sufficient force to be applied to the securing screws at the foot end of the table. One of the securing screws on the foot end of the table appeared to have come from another support. It is unknown when or how that screw was installed. The customer asked if it was possible to replace this screw, but the item is not on the part list and appears to only be available as part of a new support. Having checked the parts supply and spoken to other engineers/help desk, the field service engineer (fse) informed the customer that the support was not a repairable item and offered to get them a quote for a replacement. They declined the quote and the hospital engineers decided to try and repair the support themselves. The customer has a service contract with philips. The fse was unable to advise a suitable adhesive as this was not a repairable item. The fse advised the customer that since this is not a repairable item, they would need to contact philips for a quote for a replacement support. The fse did not supply or replace any parts and has not been called back for service. The following mitigations apply: a) couch assembly instructions b) installation instructions; front captured in bayonet hole c) front captured in bayonet hole d) IFU warning to check alignment if the top has been impacted with significant force. E) recommendation to check alignment daily in IFU f) the system provides a calibration for image g) the calibration manuals provide detailed instructions on how to perform the calibration procedure. H) the system provides a phantom to perform image rotation calibration. I) the system accompanying documents recommend the user to establish a quality assurance program designed to periodically verify that the scanning or simulation process meet the accuracy requirements. J) the rotation calibration application shall use large field of view for ultra-fast protocol.